Event description:
Ecp was initiated in usual manner using cellex instrument sn 40256 and red & blue lumens of patient's neostar catheter; ecp proceeded without problems until had three #45 red cell pump alarms at whole blood processed (wbp) 1002ml, 1038ml, 1076ml. Rbc interface initially was at level of optic sensor; by third alarm was slightly above optic sensor level. Trouble-shooting included: decreasing collect rate from 30ml/min to 25, then 20, then 15ml/min and pausing for a couple of minutes each time. Interface continued to rise rapidly & buffy coat was about to exit the centrifuge bowl. Wbp target was decreased to volume already collected & proceeded directly to buffy collection. A call was placed to therakos during trouble-shooting but all tech support personnel were busy & had to leave number for someone to call back; call came after above steps had been taken. Tech support agreed w/ steps taken & requested kit be returned for evaluation. Plasma remained clear throughout ecp & no clots were noted in kit.of note, same scenario happened w/ another patient yesterday, using same cellex instrument, same kit lot #, same alarms at similar points during ecp, w/ clear plasma. This was not reported to therakos as at that time as it was an isolated incident, assumed to be related to patient's blood, and treatment was completed after decreasing wbp target to ~1100ml. Both treatments were completed with >1 liter whole blood processed & no harm to patient.